Event description:
The user facility reported that at the start of a diagnostic colonoscopy, as the colonoscope was being introduced into the pt, the image froze. The colonoscope was withdrawn from the pt, and the procedure was completed with a similar, but different device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the users report of image difficulties. The image was found flickering and the remote switches were noted to work intermittently with the exception of switch 4, which was inoperative. There was evidence of fluid invasion found inside the endoscope connector, electrical connector, control body unit, grip and switch unit. The cause of the user's experience was determined to be due to fluid invasion. As the device passed leakage testing, the source of fluid invasion appears to have been due to user handling. This report is being submitted as a medical device report in an abundance of caution.